Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system non-dehp solution sets leaked. The tubing has severed/detached at the proximal insertion site. This occurred at the end of chemotherapy treatment, after rinsing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: the reported r24c07055 was suspect as the customer had this lot in their drawer. Should additional relevant information become available, a supplemental report will be submitted.